Manufacturer narrative:
The device was used in treatment and case log files and screenshots were returned for evaluation. DHR review found that the software version has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio system instructions for use released at the time of the complaint provides instructions for tracker placement and checkpoint verification. Review of the case screenshots and log files confirmed that there were 2 instances where checkpoint verification failed and the checkpoints were re-defined, from error values of 4.2mm and 4.4mm. These values are indicative of a tracker rotation of an edge to a flat after the initial checkpoint definition. While the tracker may seem tight and rigid even if it is tightened on an edge, it can still move to a flat during the case. The checkpoint was then redefined and reverified both times. Redefining the checkpoint does not realign the setup with the previous cut plan and should not be done unless it can be confirmed that neither tracker has moved. Therefore, if a tracker has moved, resetting the checkpoints is not the solution. If the checkpoints are reset for the femur, it is necessary to go through registration with the femur again (free collection, implant planning, refining, etc.). The issue was due to improper tracker placement.

Event description:
It was received that during initial case, after planning screen was finalized, checkpoints were being evaluated before continuing to burring of bone. Femur tracker moved significantly so case was restarted from the checkpoint option screen. After collecting data again, when planning screen was activated, a window appeared and said previous points were taken continue with new points. Only option was a dismiss button. At the planning screen, the femur image in top right and top left were not centered. The checkpoint screen after planning, noticed the placement wasn't ideal and it was off 3.8mm which was decided to re verify and continue. This re verify of 3.8mm, would it have caused a femur shift in tracking as the 5-1 cutting guide placement was shift laterally. Burring of femur went fine and no red on screen and tibia was perfect. All in all, case outcome was great answers are requested for the mis centered images and how the femur cutting block was shifted so much. No patient injuries and delay greater than 30 minutes was involved.